Event description:
It was reported that while the rn was priming the tubing, it was noticed that normal saline leaked from the y-site port. There was no patient involvement.

Manufacturer narrative:
The customer¿s report that the set leaked was confirmed. No leaks or issues were observed during functional and pressure testing at any y-site ports (smartsites). Functional testing found that the set leaked from the bottom of the silicone segment. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components closer inspection under magnification observed that the leak is due to a small hole on the silicone segment. Slight damages were observed at the lower fitment¿s ring retainer near the observed hole in the silicone tubing. Further inspection of the damaged ring retainer indicate a possible set misload. The source of the leak is a small hole damage in the silicone pump segment near the lower fitment. The confirmed leak at the silicone tubing was observed but no other leaks were noted. The root cause of the hole damage could not be definitively determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Per customer's policy, no patient information can be shared.

Event description:
It was reported that while the rn was priming the tubing, it was noticed that normal saline leaked from the y-site port. There was no patient involvement.